Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine programming session the bilaterally implanted recipient had affected channels on the right side implant. There is no accident or trauma reported. There was no swelling or redness over the implant side reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. According to new information received from the field the recipient will be re-implanted in summer 2019, however not date has been scheduled yet.

Event description:
During a routine programming session the bilaterally implanted recipient had affected channels on the right side implant. There is no accident or trauma reported. There was no swelling or redness over the implant side reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine programming session affected channels were observed. There is no accident or trauma reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be seen in (B)(6) 2019 for follow up.

Event description:
During a routine programming session the bilaterally implanted recipient had affected channels on the right side implant. There is no accident or trauma reported. There was no swelling or redness over the implant side reported.